Event description:
The lay user/patient contacted lifescan in late 2008, and alleged that her one touch ultra meter was powering off during use. The patient reported that the alleged issue first occurred the same day at 8:00 am. He also mentioned that he had a date/time frozen issue with the subject meter, which began at the same time. As a result of the reported issues, he took his usual dose of medication (oral diabetes medications - actos, metformin, and glipizide). The patient also reported that 4 hours after the reported issues began, he reportedly felt shaky. However, he did not receive/require any medical attention. At the time of troubleshooting, it was verified that this was not a new product. The patient had replaced the battery per the owner's manual and the condition of the battery contacts was good. Based on the info provided, there was no misuse of the product. The patient was educated on automatic shutoff and the meter did power off before the time was up. Therefore, this issue was not resolved. For the date/time frozen issue, the meter did not power off when the power button was pressed. This complaint is being reported because the patient claimed to have experienced a symptom suggestive of hypoglycemia after the reported issues began. The meter not powering off, issue was not resolved with troubleshooting. The patient did not receive medical intervention. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.